Event description:
It was reported that stent damaged occurred. The 2.50mm x 38mm promus element plus stent as advanced but was not able to cross the target lesion. It was then noted that the distal side of the stent was lifted. The procedure was completed using a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).